Manufacturer narrative:
The environment where this product is manufactured is well maintained and controlled to minimize contamination. The mfg floor is a positive flow room designed to prevent foreign matter from entering. All personnel are gowned and wear protective hairnets. Components are double bagged to protect components from the contaminants while being transferred to the mfg floor. Particulates and viables are monitored on a regular basis to assure that they are within acceptable limits. Sterile products are manufactured in an automated assembly and packaging process. In addition, the finished product is terminally sterilized in its final packaging by gamma irradiation. Therefore, any potential pathogen will be eliminated during this process. They meet all requirements for a sterile-non pyrogenic-medical device. Packaging tests assure that packages meet our quality standards. Bd guarantees that unopened - undamaged packages to be sterile, non toxic and non pyrogenic. Bd follows the sterilization standard iso 11137, requirements for validation and routine control radiation sterilization, to assure this product attains a minimum sterility assurance level (sal) of 10-6.

Event description:
Customer states that infection caused by one of the needles in this lot.